Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm that was resolved with an infusion set change. Customer also reported to have bled with sensor insertion and received a lost sensor. Customer reported that during no delivery, blood glucose was 525 mg/dl.